Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that atrial response (ar) might be due to auto post-ventricular atrial refractory period (pvarp). The technical service consultant recommended to turn off low rate which is inconsistent with provided parameters. The ventricular atrial (va) interval should be ~ 850ms however it is longer. The device is in use. No patient complications have been reported as a result of this event.